Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to confirm the reported problem. The stm began with the investigation and found that the customer's demo training balloon was faulty, resulting in the autofill error. Subsequently, the cardiosave was able to complete an autofill cycle successfully while using another known good demo balloon. After the investigation, the stm proceeded to perform all functional tests and safety checks. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported by the customer at (B)(6) that cardiosave intra-aortic balloon pump (iabp) display an auto fill error during in-service training. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during an in-house training, when the ICU educator was conducting the training with a trainer and with a training intra-aortic balloon (iab) she received the "autofill failure" message upon pressing start on the cardiosave intra-aortic balloon pump (iabp). The educator tried multiple times but could not get the balloon to fill. She tried a second cardiosave iabp with the same result. The training balloon is reported to be older and has been used often but the educator could not rule out the iabp. The biomed technician was also on the call and has placed a call to the local getinge service person for a work order. The educator was advised that trying another training iab could rule out a iabp problem but the educator had no other iab available for this. There was no patient involvement, and no adverse event reported. This report is for the second iabp. The first iabp was reported under mfg report number 2249723-2020-00843.